Event description:
Initial surgery performed 2006 with two trufit plugs implanted into the left mfc; 11mm and 5mm plugs. Patient started to complain of pain post-op. MRI in 2008 showed incomplete healing of one of the implant sites. Revision surgery approx four months later; 11mm plug site appeared depressed with incomplete healing. Removal of scar tissue; defect filled with tissue; no chalky or gummy materials in site. A 9mm plug defect created; bleeding on medial side; surgeon treated chondromalacia in the trochlear region with debridement.